Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 383 mg/dl with symptoms polydipsia, dry mouth and nausea. The patient resolved the issue by changing the supplies without any assistance. No further information available.